Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis. Three different accuracy tests were performed. The test revealed the accuracy was high and out of the pump's delivery accuracy manufacturing specifications. The cause of the issue was unable to be determined.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed to deliver accurately by 10.8 %. There was no reported serious injury to the patient.